Event description:
(B)(4). Initial report received on 12/11/07 and f/u received on 12/13/07: this non-serious spontaneous report was received from a nurse via our affiliate in (B)(4). (B)(4). This case, reported by a nurse, concerns a pt of unk gender, age or origin. The pt's medical history was not provided. No concomitant medications were reported. This pt received sculptra (poly-l-lactic acid) "eight weeks ago," dosage, therapy dates and indication unk. Seven weeks after the injection, on an unk date, the pt developed a lump on the inside of the cheek, which is close to where poly-l-lactic acid was administered. The lump cannot be seen, it can only be felt. The pt's outcome was unk. Corrective treatment, if any, was not reported. The reporter did not provide a causal assessment.

Manufacturer narrative:
Add'l info received on 12/13/07: (B)(4): brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in (B)(4). The review of the DHR (device history report) and of the analytical results of these batches didn't show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.